Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their implant was explanted last friday, (B)(6) 2025. When checked, device information was not registered. Patient said they received the implant about 3 years ago, in (B)(6) 2022. Patient said that the device was removed as it never helped with symptom control. Patient said that implanting physician was the physician that removed the system. Patient said that they still have the handset and communicator and asked if should return them. Agent reviewed information.